Event description:
Post administration of biotherapy infusion, while tubing was being removed from alaris pump channel, tubing split into half. Pharmacy made aware, tubing sent back. No evidence of spill. Patient received entire dose.